Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the leadless implantable pulse generator (ipg) popped out of the delivery system (ds). It was further reported that the leadless ipg came out of the ds cone several times and seemed to hang up when crossing the tricuspid valve. The leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.